Manufacturer narrative:
Product ID: 3487a, lot# j0005660v, serial# unknown, implanted: (B)(6) 2000, product type: lead. Product ID: 3487a, lot# j0005659v, serial# unknown, implanted: (B)(6) 2000, product type: lead. Product ID: 3210, serial#(B)(4), implanted: (B)(6) 2000, product type: transmitter. (B)(4).

Event description:
It was reported that the patient experienced a lack of therapeutic effect. The patient had not used stimulation since 2003 after an external defibrillation. The patient was defibrillated at the hospital following a coronary artery bypass graft surgery and the device had not worked since. The patient was doing "ok" and was considering replacing his stimulator with a new implantable neurostimulator.